Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.